Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 16125656 is 10885403233814. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient was receiving a cisplatin infusion, when he reported feeling wet on his affected arm. Upon assessment the nurse noticed that the IV broke apart at the tubing filter location. An estimated 50-100 ml of cisplatin spilled onto the floor. There was no patient harm.